Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the contact failure by the corrosion on the contact part of the video connector socket and the failure of the locking lever. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the contact part of the video connector socket and the failure of the locking lever, due to the accidental failure by aging deterioration, because approximately thirteen years had passed since the subject device was manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was disappeared due to the contact failure on the connection section. There was no report of patient injury associated with the event.